Event description:
It was reported that on (B)(6) 2015, a 2.25x18mm xience xpedition was successfully implanted in the moderately tortuous proximal circumflex and a 2.5x28mm xience alpine was successfully implanted in the heavily calcified mid left anterior descending coronary arteries. Intravascular ultrasound confirmed good wall apposition; however, the physician expressed concern about the xience xpedition as the left circumflex appeared very narrow. On (B)(6) 2015, the patient was discharged. On (B)(6) 2015, the patient was re-hospitalized due to angina and was found to have thrombotic occlusion in both stents. The thrombus was aspirated and the lesions dilated. The patient was placed on percutaneous cardio-pulmonary support (pcps). On (B)(6) 2015, the symptoms resolved and the pcps was removed. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, sion. Guide cath: profit 8f jl4.0stsh; guidezilla. Stent: xience xpedition. Other: intravascular ultrasound. The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience xpedition device, referenced was filed under a separate medwatch manufacturer report reference number.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina and thrombosis, as listed in the xience alpine everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.